Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water cylinder, the air/water tube, around the light guide lens adhesive, and inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter had adhered to/become clogged in the adhesive areas around the air and water supply channel, air/water cylinder, and light guide lens, but the foreign matter could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was found in the area where the foreign object remained. There was foreign material inside of the light guide lens; however, since this was on the inside reprocessing would be unable to remove the material. This event likely occurred due to physical stress caused by hitting the tip of the scope, dropping the tip, or injury due to the chemical solution used. It is likely that the adhesive around the light guide lens came off due to medical stress, etc., and moisture entered the light guide lens, causing corrosion. The detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.